Event description:
Terumo medical received a user facility medwatch report # (B)(4). The event description states: at the end of procedure limited left femoral artery angiogram revealed the absence of any significant disease. Angio-seal was used for closure. When the collagen plug was attempted to be advanced under tension the thread of the angio-seal uncoiled and the device could not be successfully deployed. The remainder of the device was collected for submission to the company. The physician was using an angio-seal closure device to close the left femoral artery following a diagnostic heart cath. During the closure of the artery, the device failed. The staff in the room immediately held manual pressure on the groin but the patient did develop a small, compressible hematoma. The physician did consult vascular services and further diagnostic tests were ordered to minimize complications. The patient remained hemodynamically stable throughout and was transferred to ipr for post care and further testing. The original intended procedure was a right coronary angiography, left coronary angiography, doppler flow reserve measurement, and left femoral sheath side port angiography. Additional information was received on 28 nov 2022: right radial artery access. A 0.021 x 10cm 6fr glidesheath slender sheath was advanced into the vessel. Left femoral artery access. A 10cm 5fr pinnacle sheath was advanced into the vessel. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion reported. Estimated blood loss was 10ml.

Manufacturer narrative:
Patient identifier: requested, not provided due to privacy policy. Date of birth: requested, not provided due to privacy policy. Ethnicity: requested, not provided due to privacy policy. Race: requested, not provided due to privacy policy. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow-up no. #1 to provide the completed investigation results and to provide the maude report in the attachment section. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. The exact root cause for the issue was unable to be determined. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
H6: investigation findings - 114 is based upon the evaluation of user facility information; 213 is based upon testing of the returned sample. H6 - investigation conclusion - 4310 is based upon evaluation of the user facility information; 67 is based upon testing of the returned sample. One 6fr angio-seal device was returned for product evaluation. The returned device included the locator, guidewire, carrier tube, and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and locator were returned fully mated and in the fully rear-locked position. The device was found to have been fully deployed and the suture was found to have been cut. No damage or issues with the device were identified. As a result, the complaint was able to be confirmed for device misuse. The exact root cause was unable to be determined. The likely cause was determined to have been improper deployment technique resulting in difficulty with device closure. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).